Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the delivery was sometimes off on the insulin pump and she would receive no delivery alarms during priming. The customer's blood glucose was 289 mg/dl. It was not possible to troubleshoot at the time. Nothing further was reported.